Manufacturer narrative:
Reference record (B)(4).

Event description:
On 28 oct 2019, it was reported that the patient was admitted for a stoma site infection, there was no result from a swab and the patient was not on antibiotics.

Manufacturer narrative:
Reference number (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced a stoma site infection that was red, warm and leaking malodorous fluid for a few days. Swabs were taken, no results were reported. The stoma site infection was treated with two courses of antibiotics; a course of oral clarithromycin and fusidic cream and a course of oral flucloxacillin and fusidic cream.